Event description:
A pharmacist of the facility reported to baxter (B)(4) of a buretrol administration set in which the operator observed that the connector was broken. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a buretrol administration set in which operator observed the connector was broken was confirmed during sample evaluation. One actual sample was available at the plant for evaluation. Visual inspection revealed that the lower cap was broken. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: this is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.